Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.

Event description:
Customer reported the unit of measurement setting of their unlocked freestyle flash meter changed. There was no report of death, serious injury or mistreatment associated with this event.